Event description:
It was reported that the device restarted and generated a piezo alarm. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm that the ventilation unit of the device performed a restart in operation mode during the reported date of event. After the successful restart, the ventilation automatically resumed and continued with the latest settings. The restart of the ventilation unit was caused by a malfunction of the therapy control unit pcb. The faulty pcb must be replaced to resolve the failure. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. The device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.